Manufacturer narrative:
Consumer admits to sleeping with the heating pad which is a direct violation of the instructions and warnings provided.

Event description:
Consumer alleges she awoke to find her heating pad emitting smoke and fire. No injuries or property damages were reported with this incident.